Manufacturer narrative:
The technician replaced the head down valve and coil but the issue remained. The technician found the hydraulic power unit was not working. The technician replaced the hydraulic power unit to repair the bed.

Event description:
Info rec'd indicates the head section will not lower electronically or with CPR.